Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. H4: device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that while turning on the system, the site experienced "no sync" on the screen. It was reported that after loading patient exams, the system became unresponsive and unexpectedly exited. A follow up restart corrected the issue. There was no patient present when this issue was identified. It was also reported that after loading the exams via universal serial bus (usb) and clicking on the exam thumbnail, the exam loaded to 50% and the system went to "no sync." The system was rebooted several times with no success. Follow-up is being conducted to clarify if the issue was able to be resolved by rebooting the system. A manufacturer representative was unable to replicate the issue after multiple restarts and with the same usb. The representative was able to boot and reboot the system without issue. Four exams were loaded from the same usb and it was not possible to replicate the issue. However, the exam in question appeared only partly loaded. The internal computer connections were checked and no issues were noted.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received clarification that a reboot did not resolve the issue. A different system was brought in and utilized for the case.